Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-02547, related manufacturer reference #: 3006705815-2019-02548. It was reported the patient felt heating/warmth at the lead site during an MRI scan on (B)(6) 2019. It was stated the patient's system was in MRI mode during the scan. In turn, the patient disabled the MRI mode via troubleshooting/education from ts. Reportedly, there were no adverse effects from stimulation. However, the patient will follow-up with the physician as the next course of action. It is unknown which device is liable. Therefore all suspected devices are being reported.

Event description:
Related manufacturer reference #: 3006705815-2019-02547; related manufacturer reference #: 3006705815-2019-02548. Follow-up information revealed the patient had the follow-up appointment. The scs system was integrated and no anomalies were found.